Event description:
A malfunction was reported on the customer's pump, identified by the malfunction code "malf 16." There was no adverse impact on the customer's blood glucose level. The customer was informed by technical support on how to reset the pump, which resolved the malfunction as it did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears.